Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came to emergency room for thoracic pain. Echo examination revealed found some thoracic effusion. The lead was removed. No further patient complications have been reported as a result of this event.